Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that prior to starting a da vinci benign hysterectomy surgical procedure, it was noted that a loose wire was observed on the pk dissecting forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.